Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 10 mg/dl. The customer stated that she felt dizzy, and passed out prior to the event. Reviewed the alarm history, but no alarms related to the event were found. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.